Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? 8. Were cultures performed? 9. Please describe the patient manifestations of the reported infection (location, severity, appearance). 10. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? 11. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? 12. How much and what type of drainage is present in this wound? (If applicable) 13. Were any pre-op cleansing procedures changed recently? If yes, please describe 14. What is physician¿s opinion as to the cause of this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? 16. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar wound debridement, drainage, and irrigation procedure under general anesthesia on (B)(6) 2026 and absorbable hemostat was used. The patient was admitted to the hospital on (B)(6) 2026 for surgery due to lumbar scoliosis and spinal stenosis. There was significant bleeding during the operation, and the doctor used absorbable hemostatic gauze to stop the bleeding. Uses hemostatic gauze to compress and stop bleeding. Postoperative recovery is possible. Infection occurred after multiple evaluations on (B)(6) 2026. On (B)(6) 2026, a lumbar wound debridement, drainage, and irrigation surgery was performed under general anesthesia. Thoroughly remove unabsorbed sutures during surgery and soak the incision in physiological saline and type iii iodine after debridement. After surgery, perform irrigation, drainage, and intravenous infusion of cefoperazone sulbactam and vancomycin. The patient recovered well and was discharged . Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4).additional information: h6.the following information was requested, but unavailable:received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure?2. What were the diagnosis and indication for the index surgical procedure?3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.4. Was there any intraoperative concurrent use of other products?5. Where was the surgicel used (on what tissue)?6. How much surgicel was used during the procedure?7. Was the surgicel product left in place?8. Were cultures performed?9. Please describe the patient manifestations of the reported infection (location, severity, appearance).10. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?11. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?12. How much and what type of drainage is present in this wound? (If applicable).13. Were any pre-op cleansing procedures changed recently? If yes, please describe.14. What is physician¿s opinion as to the cause of this event?15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection?16. What is the users experience w/ surgicel and other hemostatic agents?a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.